Event description:
Info received indicates when testing the bed, the technician found the brake and steer casters would lock into brake but the casters were turning a little at the stem. The technician also found the casters tires cracked and worn.

Manufacturer narrative:
The technician replaced all of the casters to repair the bed.